Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet did not charge when placed on the charging pad despite attempts with multiple outlets, and the pad indicator illuminated green briefly before turning off; a replacement charging kit was sent and basic troubleshooting and education were completed. Symptoms included no clinical symptoms. Outcomes included no impact to health and no alarms. Investigation included customer service troubleshooting regarding power supply, charger function, and device use. Investigation of this case revealed a suspected charger or charging pad malfunction affecting power transfer to the device. It was concluded, based on previously established findings for similar reports, that the cause was likely a defective or degraded external charging accessory.